Event description:
It was reported to philips that fluoroscopy could not be performed due to an image disk space problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned after customer deleted some patient images. The philips field service engineer (fse) examined the system onsite and confirmed that the fluoroscopy could not be performed. Fse reviewed the log files and found application error: "free disk space is too low". Fse tried deleting the examinations and restarted the system, but the problem persists. To resolve the issue, fse performed the image store data consistency and recreated the image storage. The same issue reoccurred after a few days, where fse did the database consistency test and repair again and recreated the image storage. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.